Event description:
It was reported that the iab was inserted uneventfully. However, at onset of pumping the balloon would not inflate. Iab was removed and replaced. There was no further difficulty and no patient complications.

Event description:
It was reported that the iab was inserted uneventfully. However, at onset of pumping, the balloon would not inflate. Iab was removed and replaced. There was no further difficulty and no patient complications.